Event description:
It was reported that a leak was noted from the connection between a minicap transfer set and a titanium adapter. The titanium adapter was still in use. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.